Manufacturer narrative:
The scope was returned to the service center for evaluation. The scope¿s probe unit was found to have a deep cut/hole in its pink rubber. The bending section rubber was scratched. The image was checked and found three full broken elements. The water balloon was tested and required repair due to deep cut in the probe. The ultrasound cord was noted to be peeling. The control knob of the scope was noted to be loose with low tension. The instruction manual warns users that ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedure performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with which an irregularity is suspected should not be used, but should be inspected by following the section 10.1, ¿troubleshooting guide¿. If the irregularity is still suspected after inspection, contact olympus¿

Event description:
The service center was informed that during preparation for use, the scope would not inflate the balloon. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates. The legal manufacturer reviewed the contents of this complaint. There was no abnormality in DHR. The legal manufacturer reported that the cause of the event cannot be conclusively determined. However, the legal manufacturer reported that the information shows that the acoustic lens is broken. It is considered that external force was applied to the distal end part because the scratch was also identified in the probe unit. As a result, it is speculated that a flaw occurred in the acoustic lens.

Manufacturer narrative:
This supplemental report is being submitted to correct an clerical error with the aware date statement in the follow up# 2 report. The initial MDR aware date was reported as july 31, 2020 not august 28,2020 as reported in the follow-up# 2.

Manufacturer narrative:
This report is being supplemented to provide evaluation codes based on the legal manufacturer's investigation and unique device identifier information. Collectively, the following sections were updated: d4, d8, g3, g6, h2, h4, h6, and h10.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date from august 28, 2020 to august 19, 2020 on the initial MDR.